Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0155472. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three photos were provided for evaluation by our quality team. Two of the photos show a brown substance over the rubber stopper. The other photo shows the substance between the rubber stopper ribs. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample a probable root cause could not be offered. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked medication. The following information was provided by the initial reporter: "drug leakage at syringe. Hcp said when I was mixing drugs and pulling it for shooting, drug flow out. After finding it, I threw away it safely due to risk. So, there is no product."